Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection, the post pump dialysate line was observed not glued in the support plate. The reported condition was verified. The cause of the condition was due to inadequate amount of solvent on the tubing during manufacturing. These components are assembled by an equipment and inspected during a 100 % in process visual control performed by an operator. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address:(B)(6). Prismaflex st100 set c, has been temporarily approved for use in the us. Under emergency use authorization eua200704, to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, an external fluid leak was observed originating from a disconnected "connection¿ of a prismaflex st100 set during prime. There was no patient involvement. No additional information is available.